Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, the pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Follow-up imaging revealed the pt experienced a proximal type I endoleak. In 2007, a re-intervention was performed. An additional gore tag thoracic endoprosthesis was implanted and resolved the endoleak. The pt was reported to be doing well.